Event description:
The customer was hospitalized for dka. The customer had high bgs and was sick with the flu for several days. The customer was throwing up and was not eating. Troubleshooting was performed. The insulin concentration, programming, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. However, the alarm history revealed a low battery alarm. Suggested to use proper battery. Instructed the customer to change the set and use manual injections per md protocol.